Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the physician had some positioning difficulties due to the patient anatomy (angulated/horizontal aorta, overall large anatomy). The first valve was implanted slightly low (approximately 8-10mm) and paravalvular leak (pvl) occurred. The patient hemodynamically did not recover. The physician made the decision to implant a second valve in a higher position (approximately 4mm). Post dilatation was done to achieve the best possible result. Patient was still not able to recover hemodynamically and cardiopulmonary resuscitation (CPR) was done for more than 20 min. Subsequently the patient did not recover and passed away. The physician stated that he did not feel this was a device related issue and it was related to the patient's pre-existing medical condition/comorbidities. The patient was noted to be very frail prior to implant. No autopsy will be performed.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The devices have not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device(s) be returned or additional information become available, a supplemental report will be submitted. (B)(4).